Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was sick which caused high blood glucose of 600 mg/dl. Customer was treated with manual injection and site change. Blood glucose began to lower and customer was taken to the emergency room on (B)(6) 2016 with blood glucose of 240 mg/dl and 250 mg/dl. Customer had symptoms of high blood glucose; customer had vomiting, chest pain, weakness and difficulty standing. Customer's blood glucose rose to 400 mg/dl while in the hospital. Customer was hospitalized due to dehydration and was treated with IV. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed. The drive support cap appeared normal. Caller declined checking leaks or air bubbles, site or insulin issues, and settings. Caller believed that high blood glucose was due to bug that customer had and not insulin pump.